Manufacturer narrative:
A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Legal case: breakage of humeral component of elbow prosthesis it was now reported, that on (B)(6) 2017 the patient felt a "painful crack" and a "squeaking sound" in the right elbow while doing house chores. Next morning when she woke up she noticed an increased swelling in this area and felt a lot of pain. On (B)(6) 2017 x-rays were taken and it was clear that there was a breakage and migration of the humeral component. Bone fragments were also noticed.

Manufacturer narrative:
Additional information has been requested and is currently not available. No trend analysis could be performed as no item number is available. Event summary: it is reported that on (B)(6) 2017 the patient felt a "painful crack" and a "squeaking sound" in the right elbow while doing house chores. Next morning when she woke up she noticed an increased swelling in this area and felt a lot of pain. On (B)(6) 2017 x-rays were taken and it was clear that there was a breakage and migration of the humeral component. Bone fragments were also noticed. Patient was scheduled for a revision on (B)(6) 2017. Review of received data no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis no product was returned to zimmer biomet for in-depth analysis. The product location is unknown. Root cause analysis it is only known that breakage and migration of the humeral component of an elbow prosthesis occurred. The product ref and lot as well as any other product detail are unknown. The only information is that the elbow prosthesis was supplied by zimmer biomet. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant were received; therefore the condition of the component is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore, an exact root cause cannot be determined. However, all possible causes related to the issues reported are listed in the dfmea which is available for every zimmer implant and is continuously monitored and updated. Conclusion summary it is only known that breakage and migration of the humeral component of an elbow prosthesis occurred. The product ref and lot as well as any other product detail are unknown. No other information is available. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore, an exact root cause cannot be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer`s reference number of this file is (B)(4).

Manufacturer narrative:
Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) legal department is well trained and passes all information concerning the case to our complaint handling department. As soon as supplemental information becomes available an updated report will be submitted. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
A patient is pursuing a product liability claim. It was reported that the patient was implanted a humeral elbow extremities implant on an unknown side at an unknown date. The patient allegedly had without a cause a breakage of the prosthesis humeral component.